Manufacturer narrative:
Correction: the device date of manufacture was changed from 12/01/2011 to 12/01/2007.

Manufacturer narrative:
The field service engineer (fse) evaluated the instrument on 01/25/2016. The fse found that the rbc diluent dispenser (pm2) was damaged. The fse replaced the rbc diluent dispenser, which repaired the offset recovery. The repairs were verified by the fse. The beckman coulter internal identifier for this report is (B)(6).

Event description:
The customer reported that on the coulter lh 750 hematology analyzer patient samples recovered high xb data for red blood cells (rbc) and hematocrit (hct) results and recovered low for mean corpuscular hemoglobin (mch) and mean corpuscular hemoglobin concentration (mchc). The patient data was not provided by the customer. Erroneous patient results were not reported outside of the laboratory and there was no change or affect to patient treatment in connection to the event.